Manufacturer narrative:
The following information was not included in the original submission. The reporter reviewed the pump with customer support on (B)(6), 2011 about 12 hours after the initial report. The reporter said that the following information was observed: the time and date were correct. The total daily dose history was reviewed from (B)(6) and revealed erratic basal and bolus delivery; the reporter claimed that the history is incorrect although she admitted that the patient operates the pump without supervision. The bolus amounts ranged between 0.0 and 51.6 units daily; the basal amounts ranged between 6.5 and 26.4 units daily with no suspensions or temporary basal rates. The alarm history showed a low cartridge alarm on (B)(6) at 8:16pm and an empty cartridge alarm on (B)(6) at 4:04am. The low cartridge alarm is set to alarm when 10 units are remaining in the cartridge. The basal rate that was in use at the time (12am=1.0units, 11am-1.2units); during the 8 hours that elapsed between the low and the empty cartridge alarms about 8.8 units were discharged during basal delivery. The reporter stated that the basal rates had not been altered for at least two months. The pump was reportedly exposed to x-rays at an airport on (B)(6), 2011. At this time, no additional information was available to explain the hypoglycemic event. The pump has not yet been returned to animas but is expected. At that time a second supplemental report will be submitted with the investigation finding. At this time no conclusion can be made.

Event description:
On (B)(6) 2011, the patient's mom/reporter contacted animas on behalf of the lay-user/patient alleging the patient had a hypoglycemic episode while on insulin pump therapy. Reportedly, the mom found the patient on the side of the bed on (B)(6) 2011 at about 5:50 am. The patient stated that she was having low blood glucose. The mom proceeded to go downstairs to get something to treat the patient's hypoglycemic state. Upon returning, the mom found the patient seizing on the floor and called the emt. The emt treated the patient with honey and glucose gel. The patient was tested at 60 mg/dl. With more food intake (2 biscuit, oj, eggs, etc) the patient's blood glucose went up to 100-106 mg/dl 2-3 hours later. The animas representative attempted to find what contributed to the patient's alleged hypoglycemia. The mom denied any other health conditions or other contributing factors that would cause the low blood glucose. The subject pump was not available to complete troubleshooting. It is not clear what caused the patient's low episode on the day of concern. This complaint is being reported because the patient reportedly experience hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The black box data was unavailable for review due to continued pump use. A review of the bolus history indicated a bolus was given on (B)(6) 2011 at 9:32am. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.